Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring restart alarms and would not connect to the sensor. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer received an additional restart alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with constant a64 alarm and unable to communicate to test minilink and the glucose sensor simulator to verify any sensor alarm due to a faulty connector on the radiofrequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to radiofrequency failed self-test alarm. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.